Event description:
It was reported that a patient presented in-clinic for an separate surgical intervention procedure. During the procedure, the replacement right ventricular was unable to be implanted. During the implant attempt, the rv lead was found to have bent, and an insulation break was visually noted. The rv lead was not used and another rv lead was used to complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events were failure to capture and lead body damaged. As received, a complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of lead body damaged was confirmed. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.